Event description:
Intermittent shock impedance out of range (< 20 ohms) was observed on this lead. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The lead was explanted on 8-may-2025 upon receipt, the lead under complaint was found cut 55.5 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment was not returned. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis showed multiple abrasion marks along the lead fragment. In particular 24 cm proximal to the lead tip the insulation was found rubbed through, which is assumed to be the root cause of the reported low shock impedance. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. The rv shock coil, ring electrode and lead tip were found covered in fibrotic growth. The provided x-ray shows several bending points of the lead in the implanted state. An interaction between the implanted leads which might have led to constant friction cannot be excluded. Furthermore, the rv shock coil was found stretched and the conductor cable leading to the ring electrode fractured in the distal end region. These damages probably occurred during the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.